Event description:
A customer reported receiving a series of alerts indicating the need to change an insulin cartridge, even when using a new cartridge. There was no adverse impact to the customer¿s blood glucose levels, as it did not exceed 500 mg/dl. The technical support team confirmed the occurrence of cartridge alarms in the pump¿s history and decided to send a replacement pump with updated software. The customer acknowledged the instructions on using backup therapy and the process for returning the problematic pump.